Manufacturer narrative:
H10: additional manufacturer narrative: updated d4: unique identifier (UDI) number. Updated h6: type of investigation by adding code-4109.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. Attempts have been made to obtain additional information. At this time, additional information has not been provided. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Device remains implanted in the patient.

Event description:
It was reported that a patient with a 31mm 6900p pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of six (6) years, 10 months due to stenosis. The tmvr was performed with a 29mm 9600tfx transcatheter valve without issues. Patient was reported to be doing well.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Updated h6 by adding device code-1457. Updated h6 by adding type of investigation code-3331 and code-4112. H11: corrected data: corrected h6 clinical code by replacing code-1965 with code-4446.

Event description:
It was reported that a patient with a 31mm 6900p pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of six (6) years, 10 months due to severe symptomatic stenosis and mild to moderate paravalvular leak. The patient presented with chronic combined systolic and diastolic congestive heart failure nyha class iii. The tmvr was performed with a 29mm 9600tfx transcatheter valve without issues. The patient was reported to be doing well and was discharged home on pod #1 in a good condition.